Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed with the information provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00588000400, size 4 precoat cemented tibial component, lot # 65486086. 00588001602, right size f cemented option femoral component, lot # 65789344. 00599003620, distal femoral augment block, lot # 64052763. 00598801014, 14mm diameter 100mm length straight stem extension, lot # 65293220. 00598801113, long 13mm diameter 155mm length straight stem extension, lot # 63048010. 00545001352, trabecular metal tibial cone, large 51x34mm right, lot # 64532793. 00588006014, 14mm height size f articular surface with hinge post extension, lot # 65585832. 00545001931, trabecular metal femoral diaphyseal cone, 30mm, large, right, lot # 64341203. G2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 years post implantation of a primary right total knee arthroplasty with a rotating hinge system, the patient began experiencing pain, and subsequently revised due to loosening. All components were exchanged except for the tm cones. Attempts have been made and all information has been provided.